Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Patient reported poor coupling, further stating that for the past three nights, it was not showing "charge complete" symbol during recharge even after 2-3 hours. Patient stated that coupling during recharge had not been good since (B)(6) 2019. Patient also indicated that their recharger antenna was damaged, and a replacement one was sent to the patient. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the patient reporting that so far it has been taking 45 minutes and 15 minutes to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had been charging their ins and it never gave the sign it had been fully charged. The patient said they charged every night and it usually took 45 minutes. They said when they started charging it was probably 3/4 full. The patient said their coupling always fluctuated from 8, 6, 4 bars. Also stated it had always charged completely in the past and now they had sat for 2 hours and it still wasn't fully charged. The patient was going to be calling back to troubleshoot. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient still was having issues with charging and they cannot seem to get a full charge and they have very little coupling bars. The patient has two bars filled and then none. An antenna was sent to the patient in hopes to resolve the issue.